Event description:
The user reported that the roller clamp would not stop the flow of fluid. Device was replaced. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The evaluation is in process. A follow-up report will be submitted when the evaluation has been completed.